Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high/ invalid impedance was found. In turn, the patient's lead was explanted and replaced to address the issue.